Event description:
It was reported that during and unk procedure there was an issue with the articulation. There was no pt consequence reported.

Manufacturer narrative:
Left articulation gear teeth damaged. Eval summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with no cartridge present. The returned device was tested for functionality with a test cartridge on the 3 articulated positions; when fired to the right the staple formation was conforming, however when fired in the left and center position, the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the left articulation gear teeth were found broken. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.